Event description:
It was reported that during the procedure, the right ventricular (rv) lead could not be implanted due to the inability to obtain acceptable electrical parameters. The rv lead was subsequently removed, and the physician elected to proceed with a cardiac resynchronization therapy (crt) implant.